Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that patient received a press fit knee. Doctor reported that it was loose, so surgeon revised it. There was loosening of femur at non cemented interface. Unknown cement was used. Affected side: unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d1, d2, d4, g4, h4.

Manufacturer narrative:
Product complaint # (B)(4). The previous report was submitted in error. Upon further review, the reported insert did not cause or contribute to the loosening event and was determined to be a serious injury in error. No further reports will be submitted regarding the insert.